Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detached from one leaflet and the mr increased. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted at centromedial a2p2 and a second clip was implanted at centrolateral a2p2. After deployment of both clips, it was noted the first clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment (slda)). As the mr was reduced to 1, no treatment was performed. On (B)(6) 2019, a transesophageal echocardiography (tee) was performed which noted the mr had increased to 3. No treatment is planned at this time. No additional information was provided.